Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet algorithm was perceived to stack insulin overnight, leading to hypoglycemia with a documented low of 54 mg/dl for approximately one hour, and the user did not use backup therapy or seek medical care. Symptoms included nighttime low-glucose alerts, fatigue, and headaches. Outcomes included low glucose requiring self-management without professional intervention. Investigation included troubleshooting and education with assignment for additional training. Investigation of this case revealed no device malfunction identified at this time and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.